Event description:
The facility reported a pump with failure code 403. It is not unknown when this failure code occurred. It is not known if there was any patient injury or medical intervention necessary.